Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2019 to assess the instrument, and also the test well images in question. The test well images in question appeared as visually negative, and the camera report was optimal. There were no instrument errors on the day of testing. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2019, which led to a hemolytic transfusion reaction.